Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette was leaking; further described as "leak on the cassette side of the connection to the extension line". This occurred during peritoneal dialysis therapy. There was a wet spot on the floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed with the naked eye and a cut in the drain line was observed. Functional testing including clear passage and clamp function testing was performed with no issues noted. Leak testing failed due to a leak observed at the cut tubing location. The reported condition was verified. The direct cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.